Manufacturer narrative:
Correction: patient information was inadvertently not pulled in on the initial MDR and now provided. The software investigation found that the reported event was unrelated to a software issue as the image was not to protocol. The software functioned as designed.

Manufacturer narrative:
On 6/7/2017 a medtronic representative went to the site to check the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A medtronic personnel analyzed the archives and found that the scan quality was poor. The trace pattern contains few yellow and red points and the points seem to sunk into skin due to stair stepping. An increased scan quality and better trace pattern was recommended. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a cranial resection procedure, there was an inaccuracy in a case. When the site performed a trace, the pattern was good with good coverage and the accuracy check on the eyes and nose was accurate. The surgeon then proceeded to navigate the tumor and obtained the biopsy samples. Biopsy samples tested negative. The site then undraped the patient and checked the accuracy on ears and eyes and an inaccuracy of 1 cm was observed. Repeating the procedure by tracing and accuracy on the nose was accurate but was not accurate on eyes and ears. During troubleshooting it was noticed that the scan was of axial view with 1 mm slices, but the quality of the scan was poor and very stair stepped. Surgery and navigation was aborted. Surgery has been rescheduled. There was a delay of 45 minutes.